Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The patient's mother reported via phone call that the insulin pump stopped delivering during a bolus attempt without providing an alarm or alert. The act button stopped responding as well. The patient's blood glucose at the time of incident was 178 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. All boluses were delivered and properly recorded in the bolus history. No bolus anomaly was noted during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads. The pump was also received with intermittent button response during testing due to corroded keypad traces.